Manufacturer narrative:
One 2.5 mm suction punch was returned for evaluation. The reported complaint of the tip breaking off was confirmed. Visual examination of the device confirmed all pieces of the device were returned. The shaft is dramatically bowed. Distal tip component (B)(4) has broken at the shaft interface causing the weld to fail. Weld penetration appears adequate. Damage appears to be customer induced due to excessive forces applied during use.

Event description:
During an unknown procedure utilizing a dyovac(r) suction punch, 2.5mm, it was reported that the device broke inside the patient. A small metal piece remains within the patient's joint. No postoperative pain was reported.